Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he experienced a high blood glucose level of 440 mg/dl at the time of the incident. Customer went to the doctor and was told to get the pump replaced. Customer was not on the pump. Customer was attacked by his neighbor and his pump fell. Customer stated there are scratches on the pump and it is hard to read stuff on the screen. Customer stated that the pump got damaged during that time. Customer was not given any insulin at the emergency room. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump received with severely scratched display window and cracked reservoir tube lip.